Event description:
Pump repeatedly alarming that there is a blockage. Pt [patient] nj [naso-jejunal] tube was flushed multiple times, the line was primed, and a new bag was hung but all interventions were ineffective. Pump would run for a few minutes then stop. Pump read "caution blockage". Pt was not harmed.